Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected, and it was found with the peek housing broken and puller wire exposed between electrode# 2 and 3 with reddish-brown material. It could be related with the handling or excessive force with multiple deflections; however, none of those can be conclusively determined. Deflection test was performed, and the catheter failed. A failure analysis was performed, and the catheter handle was opened; the puller wire was found broken causing the deflection issue. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint condition were identified. The customer complaint regarding curve inadequate was confirmed. The root cause of the peek housing broken and puller wire exposed was undetermined. There is evidence that the device was manufactured in accordance with documented specification and procedures. In addition, there was a previous investigation to reduce deflection issues due to puller wire broken. Additionally, the customer had also provided a photo of the reported complaint device. According to pictures provided by customer, tip was observed not deflected with the piston up. Based on the photo alone, he customer complaint was also confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient underwent a premature ventricular contraction (pvc) ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter for which biosense webster¿s product analysis lab identified a crack in the peek housing which exposed internal components. It was initially reported by the customer that the pvc operation, the catheter could not deflect (to the specification). The second catheter was used to complete the operation. There was no patient consequence. The customer¿s reported inadequate curve (deflection) issue is considered to be not MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 6/23/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. On 6/24/2020, initial visual inspection found the peek housing was broken and the puller wire was exposed between electrode# 2 and 3 with reddish-brown material. This finding of the peek housing being broken with internal wires exposed is considered to be an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 6/24/2020 and reassessed as MDR reportable.